Manufacturer narrative:
No serious injury alleged. Product was approximately 6 months old at time of incident with no previous complaints regarding this chair. Photos were received and reviewed with engineering. The adhesive bond joint for the insert was not along the entire contact area. Without product return, it is unk whether or not this bond area was sufficient to maintain structural integrity. Product complaint history was checked and this is the second complaint in the last four years and does not appear to be a systemic issue. Engineering reports the mfg process was reviewed with the MFR of the epoxy. Results of this review were that the process was adequate. Engineering reviewed the mfg process for the epoxy and the process was adequate with chairs meeting spec. MDR filed based on alleged medical intervention.

Event description:
The consumer alleges as he was rolling backwards, the wheel came off the wheelchair, causing him to fall out and injure his foot and ear. No serious injury is alleged.